Event description:
Approx six months post-procedure, the pt returned to the hosp with angina. Angiography showed there was 15% stenosis in both index cyphers. The first stent had distal peri-stent restenosis and the second stent had proximal peri-stent restenosis. A 60% stenosis in the mid lad was treated with a taxus stent. Post-procedure, there was 10% stenosis. A month following this procedure, the pt was experiencing angina again. The report is from the study. The pt was a male with a history of obesity, smoking, and diabetes. The indication for the index procedure was unstable angina. The first target lesion was in the proximal left anterior descending artery (lad). Vessel diameter was 2.9mm and the lesion length was 5mm. Pre-procedure stenosis was 95%. The lesion was de novo and a type a classification. The lesion was not pre-dilated. The first stent was deployed at 16 atms. Post-procedure stenosis was 10%. Timi flow was 3, pre and post procedure. The second target lesion was in the mid left anterior descending artery (lad). Vessel diameter was 2.5mm and the lesion length was 10mm. Pre-procedure stenosis was 95%. The lesion was de novo and a type a classification. The lesion was not pre-dilated. The second stent was deployed at 16 atms. The stents were not overlapping. Post-procedure stenosis was 10%. The pt was discharged the following day.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-01043. Add'l info will be submitted within 30 days of receipt.